Event description:
The customer reported to philips that the customer was unable to obtain ECG via internal paddles.

Manufacturer narrative:
It was reported to philips that the customer was unable to obtain ECG via internal paddles. On 9/24, it was clarified that the customer reported a failure to deliver defibrillation with internal paddles. The device and internal paddles were evaluated locally. Both were fully capable of delivering therapy as expected over the entire energy range. The device and internal paddles were returned to the customer after passing all testing. The customer has not reported any further issues. Based solely on the customer's report, we will consider this a malfunction. We cannot determine the cause since we could not duplicate the reported symptom.